Event description:
New information noted that the device exhibited post-paced t-wave oversensing.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited t-wave oversensing. Programming changes were performed. The patient was in stable condition.